Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported that the patient had an accident and the right tmj device implanted is broken.

Event description:
It was reported that the patient had an accident and the right tmj device implanted is broken. A revision surgery has been performed to explant the device.

Manufacturer narrative:
The event was confirmed with imaging showing a fracture of the right fossa component. A new right-side tmj device was ordered (ID# 2403261033). The patient, who received a bilateral tmj device on (B)(6) 2018, reported pain and discomfort after a motor vehicle accident. A CT scan revealed a fracture and slight displacement of the right fossa component, with the mandibular component positioned anteriorly, affecting occlusion. The engineering department identified the accident and misplacement of the mandibular component as key factors for the fracture. Device history records confirmed all specifications were met, with no design, material, or manufacturing issues found.